Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Asku. What color cartridge was being used? Blue. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No middle of staple line was malformed staples were noticeable ¿ proximal & distal formation was acceptable.

Event description:
It was reported that during a gastric bypass procedure, the surgeon was using this device and an echelon device. The surgeon was using this device for the gastrojejunostomy. The device had a blue reload when it was fired, everything seemed normal to the surgeon. Upon doing a leak test, a defect of about 1.5 cm, was detected in the middle of the staple line. The case was completed by over sewing the staple line with suture. No patient consequences reported.